Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1881. Customer reported receiving battery failed alarm. Customer reported that battery cap contacts are not damaged. Customer reported that battery compartment is damaged. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, insert battery alarm was found on: (B)(6) 2024 08:18:36.000 to on (B)(6) 2024 08:59:57.000, on (B)(6) 2024 09:00:01.000 to on (B)(6) 2024 09:59:59.000, on (B)(6) 2024 10:00:05.000 to on (B)(6) 2024 10:23:15.000, on (B)(6) 2024 11:07:13.000 to on (B)(6) 2024 11:07:37.000, on (B)(6) 2024 12:28:45.000 to on (B)(6) 2024 12:49:00.000. Low battery alert was found on: on (B)(6) 2024 08:03:00.000, on (B)(6) 2024 12:16:00.000. Power loss alarm was found on: on (B)(6) 2024 11:05:56.000, on (B)(6) 2024 11:06:04.000. Failed battery alert/battery failed alarm was found on: on (B)(6) 2024 08:20:08.000 to on (B)(6) 2024 08:59:57.000, on (B)(6) 2024 09:00:01.000 to on (B)(6) 2024 09:59:59.000, on (B)(6) 2024 10:00:05.000 to on (B)(6) 2024 10:33:00.000, on (B)(6) 2024 11:07:13.000 to on (B)(6) 2024 11:07:36.000, on (B)(6) 2024 12:28:46.000 to on (B)(6) 2024 12:32:00.000. Pump error 23 alarm was found on: on (B)(6) 2024 10:34:04.000, on (B)(6) 2024 10:44:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, low battery alert, pump error 23 alarm and power loss alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 06-dec-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 10:10:48.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, during visual inspection corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.